Event description:
Boston scientific received information that the pacemaker with right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance of 2,380 ohms. Previous impedance check was at 800 ohm range, no noise was noted and no report of lead safety switch being tripped. Boston scientific technical services (ts) discussed normal impedance range. Additional information indicated that the cause was undetermined and the patient will likely be scheduled for a revision procedure, however no intervention has been performed at this time. The system remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed and this ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).